Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, phenomenon 1 "power lamp display failure" is caused by a failure of the sensor on the main circuit board. Additionally, phenomenon 2 "gas leakage" occurred due to electric-air proportional valve failure. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus medical for evaluation. During testing, the reported issue could not be confirmed. The led display remained lit throughout testing. The device was found to have a leak at the electropneumatic proportional valve. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The distributor reported on the customer's behalf that the high flow insufflation unit was on and the front panel indicator light remained lit but the displayed insufflator values on the front panel (pressure, flow rate, volume) were no longer displayed. No adverse effects to patient reported.